Manufacturer narrative:
The system controller was not returned for evaluation. The report of a "green liquid" underneath the system controller¿s internal backup battery was confirmed based on the evaluation of submitted photos. The two submitted photos showed green contamination around the backup battery ribbon cable and inside of the backup battery compartment of the system controller. The green contamination observed in the submitted photos is consistent with the ingress of fluid/moisture into the system controller; however, a specific cause was unable to be determined during this investigation.

Manufacturer narrative:
The referenced heart transplant was reported under medwatch MFR report #2916596-2017-02601. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months (calculated from the date when the system controller was issued to the patient.). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017 a green liquid was found underneath the system controller backup battery when the backup battery was removed from the system controller. This was found during the patient¿s heart transplant procedure.